Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin properly when low on power and low on insulin. Contact declined further follow up from tandem technical support. There was no reported impact to blood glucose.